Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed lesions and odorous sores under the electrodes from the lifevest. The patient has a history of skin sensitivity and metal allergies. It was also reported that the patient experienced itching all over the body. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to clean the equipment and garments plus follow the distributors recommendations for using the lifevest. Follow up with the patient indicated that the skin irritation improved.